Event description:
On (B)(6): customer reports (B)(6) having a ureteroscopy for stone removal under general anesthesia when fluoro failed. Pt was moved to another room and procedure completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer found the rad/fluoro footswitch had broken wires at entrance to footcontrol assembly. Fse repaired the broken wire leading to the footcontrol and verified proper operation of the system per service checklist. The unit passed the checkout procedures and was returned to full service by the customer.